Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a bulge on the left side of the shaft. The ipp was removed and replaced with smaller rtes. There were no patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision due to a bulge on the left side of the shaft. The ipp was removed and replaced with smaller rte's. There were no patient complications.